Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to issue the medication. A technical support specialist confirmed that the user was able to resolve the issue after signing in again. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a user was initially unable to issue medication. The user then signed in again and was subsequently able to issue the medication successfully. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.